Event description:
Patient reported that the one touch basic enhanced meter was giving the not ok message when powered on. This issue was not resolved with troubleshooting. Patient also reported another issue of retest which was also not resolved. Medical affairs specialist was unable to contact patient for more information. There is insufficient information regarding the hospital visit (unknown what the blood glucose was at the hospital and also unknown what treatment was given to patient. No further clinical information was provided.